Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an impedance increase from 676 ohms at implant, to 1001 ohms in (B)(6) 2010, to 1447 ohms on (B)(6) 2010. The lead would be monitored.